Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the hm14c product that might have contributed to the uti.

Event description:
Intermittent catheter patient (user) said he acquired a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered completely.